Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0ax23, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stated their implantable neurostimulator (ins) had moved and they noticed therapy changes about three weeks prior to report. It was noted the patient started physical therapy at that time and they were doing abdominal crunches. It was stated that right after implant the patient could not find the device but at the time of report they could feel detail on the device. Reportedly, when the patient got up in the morning their implantable neurostimulator (ins) was sticking out and was close to the surface. It was stated the patient had a CT scan done about a month prior to report and the device and leads appeared fine in the scan. It was noted the patient had a doctor¿s appointment scheduled for the day after report.

Event description:
Additional information from the healthcare provider stated, the patient did not have a 50 percent or greater symptom reduction. It was stated, the implantable neurostimulator (ins) was involved in the event. Reportedly, the patient thought the ins moved but the doctor examined the patient and found its position was correct. It was noted reprogramming was done and the patient¿s device was switched to a new programming. It was stated the event cause was not determined and it was not device related. Reportedly, the patient recovered without permanent impairment.